Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received. Per device analysis, the reported problem was verified by functional testing. The cause was the crimped part of the heater has broken and come off. The heater assembly was replaced to correct the issue, and the device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "when the power was turned on and the temperature button was pressed, the alarm temperature mark and the maintenance mark came on and the airflow stopped. This occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.